Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye on (B)(6) 2007. Prk was performed on (B)(6) 2007. Anterior cataract was observed on (B)(6) 2011. Icl was explanted and cataract surgery was performed, an iol was implanted on (B)(6) 2011. See MFR #2023826-2012-00824 for left eye.

Manufacturer narrative:
(B)(4). Method - lens work order search, medical review. Result - a lens work order search was performed and two similar complaints were found within the same work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approx 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1% - 2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).